Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. A return material authorization was issued to have the accessory returned to intuitive surgical, inc. (Isi) for failure analysis investigation, but it has not been received. Although the complaint has not been confirmed by failure analysis since the accessory has not been returned, the information gathered indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the insulation was slipping off the monopolar shears and had tears. One insulation tore so far that a part was torn off and lost in the patient. A part of the insulation completely slipped off the scissors during the operation. Due to the size of the insulation, the customer was able to retrieve it easily. Multiple attempts have been made to obtain additional information from the customer concerning the reported event with no success. This complaint will be classified based on the provided information at this time.